Manufacturer narrative:
Technical services recommended discussing with the physician and getting a chest x-ray to check for gross lead issues. The lead remains in service. Should additional information become available, this event would be updated.

Event description:
Boston scientific received information that the lead safety switch triggered on the atrial lead. The lead was checked and impedance measurements were within normal range. The lead safety switch was reset. Isometrics were then performed and no noise was noted, but there was an atrial tachy response episode that appeared to be due to noise. There was also some far-field oversensing noted on the atrial channel, but blanking was extended and now the oversensing resolved.